Event description:
This is a follow up report to medwatch 1222993-2025-00042 due to device investigation completed. Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burn.

Event description:
It was reported that during vessel treatment on the face, a "pop" sound was heard and a spark from laser was reported to be seen. In this spot round dark ring of residue was left on the skin, however, it was confirmed that there was no patient injury. Review of the settings used during treatment were found to be within the recommended clinical guidelines. At this time, it is unknown what contributed to the reported malfunction. If this malfunction were to recur, there is potential for serious injury. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.